Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm. It was noted that the second error alarm was within forty eight hours of the first occurrence. Customer's blood glucose reading at the time of the call was 130 mg/dl. Insulin pump is being returned.

Manufacturer narrative:
The insulin pump was returned for pump error 25, detailed trace analysis confirmed low battery alarms and the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case.